Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 3/23/97 at 7:15 am. On 3/24/97 at 3:30 pm, check "iab catheter" alarm sounded from the pump. No blood was noted and iab continued. A short time later, bright flakes were noted in the tubing and the iab leaked. Event complications: none from the event - rpt'd 4/8/97, 5/8/97. Pt current status: in sicu - rpt'd 5/8/97.